Manufacturer narrative:
This complaint has been identified as an already recorded duplicate with MFR report# 1213809-2019-00611. This complaint should therefore be disregarded with future inquiries regarding this incident directed to view MFR report# 1213809-2019-00611.

Event description:
It was reported that two syringe 3ml ll w/ndl 25x5/8 rb experienced a needle hub with a hole/crack/damage noted prior to use. The following information was provided by the initial reporter: material no: 309570 batch no: 8330733. I am a pharmacist with a patient who uses a lot of your 3ml 25g 5/8" syringes. The patient's father brought in 3 syringes from the most recent box that have issues. One of the sterile packages was empty, on two of them the blue plastic between the syringe and needle is twisted, almost to the point that the needle is falling off on one. The lot number is8330733 and the expiry date is 2023-10-31. The reference number for the product is 309570.

Manufacturer narrative:
Reporter: the customer's address is unknown: (B)(6), USA has been used as a default.  Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 3ml ll w/ndl 25x5/8 rb experienced a needle hub with a hole/crack/damage noted prior to use. The following information was provided by the initial reporter: material no: 309570, batch no: 8330733. Verbatim: I am a pharmacist with a patient who uses a lot of your 3ml 25g 5/8" syringes. The patient's father brought in 3 syringes from the most recent box that have issues. One of the sterile packages was empty, on two of them the blue plastic between the syringe and needle is twisted, almost to the point that the needle is falling off on one. The lot number is 8330733 and the expiry date is 2023-10-31. The reference number for the product is 309570.